Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: abis soft sb, flexi-wire, decillion; guide cath: sheathless 5f jl3.5, 6f sal1.0, kiwami. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the (B)(4) xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, after pre-dilatation was performed on the moderately tortuous, heavily calcified proximal right coronary artery for treatment of restenosis with a non-abbott balloon, a 3.5x18 mm xience v stent was implanted. Post-dilatation was performed to complete the procedure. During the three month follow-up visit on (B)(6) 2012, thrombosis was suspected and aspiration was performed; however, as aspiration did not confirm the thrombosis, it was re-identified as restenosis, after which pre-dilatation was performed and a 3.0x18 mm xience v stent was implanted distal to the implanted stent and a 3.5x18 mm xience v stent was implanted short of the 3.0x18 mm xience v stent, overlapping. The procedure was completed after post-dilatation with a non-abbott balloon. The patient has recovered. There was no clinically significant delay in the procedure reported. No additional information was provided.